Manufacturer narrative:
The reported complaint of tcmid:02 (ce danfoss error) error message on the thermogard xp ivtm system (sn (B)(4)) was not confirmed during functional test but was confirmed in the archive event log. The investigation findings determined that the probable cause of the reported tcmid:02 (ce danfoss error) was due to a defective danfoss module as result of an aging component. To remedy tcmid:02, the danfoss module was replaced. No physical damaged observed on the ivtm console during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in february 2013. The device has been operating for over 5 years and has exceeded its expected serviceable life of 5 years. During archive review, error code tcmid:02 was identified in the event logs on the date when the issue occurred. Thus, confirming the reported complaint. The initial functional testing passed all functional tests requirements. The console is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed tcmid:02 (ce danfoss error). Therapy continued using alternative methods. No known impact or consequence to patient reported.